Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineers investigated the reported machine on site. The o2 sensor was replaced and sent back for investigation. The returned o2 sensor has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation. It was not possible to reproduce the issue. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).